Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was in the 460 mg/dl at the time of the incident and was treated with boluses. The customer¿s other blood glucose were 345 mg/dl, 351 mg/dl, 479 mg/dl, 444 mg/dl, 439 mg/dl, 355 mg/dl, 331 mg/dl, and 308 mg/dl. The customer experienced excess thirst. The customer reported that they do not feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they have a back-up plan available. The customer alleged that the insulin pump was under delivering. The customer stated that with the new infusion set they inserted, they started to experience insulin flow blocked alerts. The customer stated that they tried to deliver multiple boluses with the new infusion set, but stated that after less than a unit was delivered, the insulin flow block alert would occur. The customer declined troubleshooting at time of call. It was unknown that auto mode was used or not. The customer reported that the alarm did not occur during fill tubing. The customer reported that the event was resolved by infusion set change. No product is expected to return for analysis.